Event description:
It was reported that during pm, the cs300 intra-aortic balloon pump (iabp) shuts down when unplugged. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected field: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, it has been detected that the device's batteries have reached the end of their life. It has been detected that the power supply output voltage of the device is low. It has been detected that the power supply of the device is defective. The power supply of the device requires replacement. The battery test of the device has not been completed. The batteries of the device require replacement. It has been detected that the device shuts down when disconnected from the mains voltage. The device is not suitable for clinical use. On 25.07.2025, the service order was closed due to the timeout since the institution did not supply spare parts. Once the parts are procured, a service visit can be arranged by contacting the getinge service center.